Event description:
Per the clinic, the patient experienced a wound dehiscence, exposing the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025, under general anaesthesia and it is unknown if there are plans to reimplant the patient as of the date of this report.